Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear link secondary medication set leaked from where the tubing connected to the drip chamber. The leak occurred after the secondary line was primed with normal saline and the set was being spiked into a mini-bag of iron sucrose. It was noted that an unknown primary set was loaded into a sigma spectrum pump. The leak resulted in the patient and/or nurse and the pump being leaked on. The patient's pj's and the bed linens were changed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.